Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported via phone call that the customer had keytones. Customer treated with manual inection. Air bubbles in the reservoir were also reported. Customer's blood glucose level at the time 200 mg/dl. Customer's blood glucose level at the time of the call 386 mg/dl. Troubleshooting occurred. Advised to monitor blood glucose levels.